Event description:
The pt was revised because of loosening of the femoral and tibial components, little to no cement/implant bond.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.